Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock due to oversensing of noise, suspected of electrical origin. The patient was not performing strong physical activity, the patient was in resting position in the sea at the time of the event. Latitude data was reviewed, and boston scientific technical services indicated that the morphology of noise was due to an occasional loss of contact between the device and the muscle surface. Technical services shared testing recommendations to exclude electrode mechanical issue. All provocative maneuvers were performed but none of them produced any noise. In accordance with the physician, no changes in programming were performed. Thus far all electrical parameters were in range. The plan is to continue monitoring the system and there were no additional adverse patient effects. The device and electrode remain in-service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock due to oversensing of noise, suspected of electrical origin. The patient was not performing strong physical activity, the patient was in resting position in the sea at the time of the event. Latitude data was reviewed, and boston scientific technical services indicated that the morphology of noise was due to an occasional loss of contact between the device and the muscle surface. Technical services shared testing recommendations to exclude electrode mechanical issue. All provocative maneuvers were performed but none of them produced any noise. In accordance with the physician, no changes in programming were performed. Thus far all electrical parameters were in range. The plan is to continue monitoring the system and there were no additional adverse patient effects. The device and electrode remain in-service.